Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2025-12217. Related manufacturer reference number:2017865-2025-12218. Related manufacturer reference number:2017865-2025-12219. It was reported that the patient presented in the clinic with an infection at the implanted device pocket site. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead due to infection. On (B)(6) 2025, right a ventricle lead was implanted and explanted on the same day for an unknown reason. The patient's condition was unknown.

Manufacturer narrative:
Correction: please retract report 2017865-2025-12220 as the lead was used as temporary lead, and there are no allegations of a malfunction with this product.